Event description:
It was reported that during a splenectomy procedure, the device cut, but did not staple. It was not noted how the case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.